Event description:
The consumer called to report her husband had received burns from the heating pad. She stated the pad burned through several layers of skin. Burns of this nature are usually caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.